Event description:
Two hours after initiating an ivtm therapy using the icy catheter (lot #184646), the customer reported observing blood in the start-up kit (suk) tubing. The customer noticed this before the thermogard system generated any "air trap" alarm, and there was no report of a decrease in the saline bag volume. The customer paused the thermogard console, removed the catheter, and noticed blood in the catheter as well. The customer suspected a catheter leak and replaced the catheter. The customer also decided to replace the suk due to the presence of blood in the tubing. It is unknown how much saline might have infused into the patient's bloodstream. No patient injury was reported.

Manufacturer narrative:
The icy catheter (lot #184646) was returned to zoll with its shaft completely cut 1 inch away from the distal end of the manifold. However, blood residue was observed in the distal balloon. Blood inside the catheter typically is indicative of a leak somewhere in the catheter; thus, confirming the reported complaint of a "suspected catheter leak". Since the catheter was returned cut, functional testing could not be performed, and zoll cannot precisely determine the leak location or type of the leak. Visual examination of the returned catheter did not show any other physical damage(s). Functional testing could not be performed due to the condition in which the catheter was returned. Therefore, the root cause of the reported complaint could not be determined. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process.